Event description:
Customer reported that the device failed the user test. Physio-control evaluated the device and found that it would not charge to the selected energy and had logged an event code in the memory. The device was unable to deliver defibrillation therapy in the observed condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control is in the process of repairing the device and continues to investigate the reported/observed failure. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.